Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a small fragment of the phaco tip "cut from the edge" during a cataract procedure. The fragment was immediately removed from the eye and the procedure was completed. There was no harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history records for the reported final lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One phaco tip sample was returned for evaluation. A visual inspection of the phaco tip received was performed and deemed nonconforming. The phaco tip is broken across the aspiration bypass hole and extends up to the kelman bend location, making the break area very jagged. The wall thickness is good at the break area. The distal section of the tip in front of the broken location was not returned. Wear is present on the threads, back of flange, and nut corners. The complaint does confirm the phaco tip is broken. The exact reason of why the phaco tip became broken cannot be determined from this evaluation. The complaint information indicates the breakage occurred when the machine setting were changed from ¿sculpt¿ to a ¿quad¿ setting. The visual inspection indicates the phaco was visually conforming except for the break, with no known reason on why it would break. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).